Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As results of the testing were positive as followings; -all channels of the subject device; bacillus spp. Mesophiles (2cfu/100ml) -distal end of the subject device; coagulase-negative staphylococci (2cfu/100ml) but the testing result cleared the french guideline. Ofr checked the subject device and found followings; -the bending section rubber was not good condition and then was removed -the bending angle did not meet specification omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for enterobacteriales (3cfu/187ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.